Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 hose was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 hose was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had an o2 leak, discovered during preuse checkout that prevented adequate ventilation. There was no report of patient involvement.